Event description:
During the preparation of the bone channel, the instrument broke. The operator decided to use the next size broach, and when the surgeon finished compacting and trialing, the broach stayed in the pt's femur and broke. The tip fell off causing serous problems to extract the instrument from the bone. Surgery was delayed approx 40 minutes due to the instrument breakages.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.